Manufacturer narrative:
This report is filed, march 10, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the abutment site; it was reported that the site was mildly inflamed. On (B)(6) 2016 the patient was prescribed week long course of oral antibiotics and advised to use antibiotic ointment at the site. The implanted device remains.